Manufacturer narrative:
Manufacturer's investigation conclusion: although thrombus was confirmed through the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), the report of a mural thrombus within the sealed outflow graft could not be confirmed as the outflow graft material was not returned for evaluation. Review of the account¿s submitted log files confirmed elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events, as well as a correlation between the confirmed thrombus and the reported events, could not be established. (B)(6) was returned assembled with the driveline (dl) severed approximately 7.5¿ from the pump nipple housing. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft had been severed at its hardware. The sealed outflow graft hardware was returned attached to the outlet elbow. No graft material was returned. The sealed outflow graft bend relief and bend relief collar were not returned. (B)(6)appeared to have been exposed to a fixative agent prior to being returned for evaluation. Upon disassembly of (B)(6), small, tissue-like depositions were observed surrounding the outlet bearing ball within the proximal-side of the outlet stator. The texture and color of the observed depositions appeared to have been altered by the application of a fixative agent. Areas of denaturation were observed, indicating that these depositions were present for an undetermined amount of time while (B)(6) was supporting the patient. Additionally, the lack of laminated layering suggests that these depositions did not form in the outlet stator and likely, originally formed elsewhere; however, their specific origins could not be conclusively determined. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, if these depositions were present in the pump at the time of the reported event, they could have caused increased resistance on the rotor, resulting in the reported elevations in pump power captured in the submitted log files. In addition, they could have potentially contributed to the report of elevated ldh and hemolysis. Upon removal of the depositions, the device was cleaned. The bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 1 also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11may2011. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were sent for review. Technical services noted a single power/flow elevation on (B)(6) 2021. The patient then had an uptrend in their hemolysis labs. The patient developed a mural thrombus to the outflow graft and it was reported that there was a spike in power, up to 8 w, that could not be seen as it had gone back down to 5.9 w. A log file was sent in for review which found on (B)(6) 2021 at 09:28 the power went up to 8.3 w. It was also noted that the fixed speed was adjusted on (B)(6) 2021 to 9600 rpms. There were no notable alarm conditions seen within the log file. There were no changes to the pump parameters, other than increasing the rpm after a ramp study. The ramp study was negative for a potential clot. A computed tomography angiography (cta) showed the mural thrombus in the outflow graft. The patient's symptoms were elevated lactate deyhydrogenase (ldh) up to 1900. The plan of care was weighing options of a heart transplant workup versus a pump exchange. At around 21:30 on (B)(6) 2021 the patient was noted to have had an episode of brief increased power up to 8.6 w. It then returned back down to 6.1 w. The log file confirmed this event and found it was associated with a pulsatility index (pi) event. No other unusual events were noted in this log file. The patient underwent a transplant on (B)(6) 2021.